Manufacturer narrative:
The patient was treated post-operatively in a hospital in a different city; no additional information was available. The intuitive surgical clinical sales representative was informed that there were no da vinci product issues during the procedure. Review of the intraoperative system logs for the duration of the procedure found the system functioned normally with no indications relating to this event. Review of the five subsequent procedures found the system functioned normally, with no intraoperative events or issues. The following concomitant devices were used during the procedure: endoscope plus 30 degree, cadiere forceps, tip-up fenestrated grasper, vessel sealer extend, sureform 60 stapler with green and blue reloads, large needle driver. A site review found that no complaints were reported for any of the products used. Review of the sureform 60 stapler logs found the instrument was installed on the system 9 times and fired 7 reloads. On installs 1 and 2, green reloads were installed; however no clamping or firing was attempted. On the subsequent installs, one green reload followed by 6 blue reloads were successfully fired. There were no stapler related errors in the system logs. The vessel sealer extend (vse) logs show the instrument was used for 21 minutes with no related errors found. The vse instrument was installed and competed homing 2 times, performed 72 seal and 74 cut events in total. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient in this report underwent a sleeve gastrectomy. Postoperatively, a number of complications occurred including a possible leak with subsequent fistula and pneumonia. The cause of the leak is not provided. Although the surgeon did not allege a product related issue, there is insufficient information to determine if any intuitive surgical product or instrument contributed to this event.

Event description:
It was reported in an online media article that a patient who underwent a da vinci assisted sleeve gastrectomy roux-en-y procedure experienced complications and later expired. The article cites information from the patient¿s family. The patient was discharged three days post-procedure, however soon started feeling unwell, presented to another hospital emergency room, and was diagnosed with pneumonia. The ER physician consulted the operating surgeon who ruled out the possibility of a complication related to the surgery. A few days later, the patient experienced a high fever, was admitted to intensive care, and was diagnosed with abnormal filling of the gastric fundus and a pleural effusion. A second surgery was performed where a wound that had reopened and a fistula were discovered. Complications included re-opened internal stitches, a malfunctioning gastric conduit, pneumothorax, pleural effusion, respiratory failure, septic shock. The patient remained hospitalized and was extubated after ¿a long time¿; however, ultimately expired 26 days after the initial gastrectomy procedure.